Manufacturer narrative:
Additional information was provided in a.2.,a.3.,b.3., b.5.,b.6., d.11., h.3. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up the surgeon indicated that the cause of the event was that the patient's refractive outcome was farsighted with astigmatism.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample lens was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient had blurry vision. The lens was exchanged approximately three months later for another lens of same model but one diopter more power. Additional information was requested.